Event description:
The customer reported that his mp70 monitor was displaying "speaker malfunction" message on the display. There is not enough information to determine if any sound was coming from the speaker. There was no report of any adverse patient impact.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.